Event description:
Customer reported that battery was depleting too fast. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.